Manufacturer narrative:
Device passed rewind, sleep current measurement, active current measurement and self test, however device failed prime due to damaged motor slide. Unable to perform displacement test, basic occlusion test, force sensor test or occlusion test due to prime anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin flow blocked alarm and the motor displacement test was failed. The customer¿s blood glucose level was unknown. It was stated that the troubleshooting was performed and found that the insulin exit but, insulin pump alarmed insulin flow blocked. The customer had performed motor displacement test and the test was failed. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.